Event description:
User stated a leak from the procell syringe created a puddle on the floor approx 12 inches in diameter. When the analyzer was in operation, it squirted water and/or procell reagent out onto the floor. The fluid on the floor was contained, but the puddle was in a walkway. No pt samples were involved. No one was injured as a result of the incident. The field service rep determined the cause was to be damaged seals and replaced the seals on the ews2 syringe. Performance tests were performed, which were within spec.